Event description:
It was reported that during the implant attempt, the catheter that was to be used was checked, and the physician noted that the catheter curve was abnormal. The catheter was not used, and another catheter was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. There was an out-of-plane deflection noted, and the catheter was damaged at implant. The analyst noted that tool mark damaged to the catheter shaft was visible at various locations. It was not possible to determine at this time if the damage to the catheter shaft caused the out-of-plane deflection issue, but it may have contributed.